Manufacturer narrative:
Customer did not report any sample integrity concerns in connection with this event. The cause of this event is unknown and could not be determined based on the supplied information and the instrument inspection. Proper instrument performance was verified by the field service engineer. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer reported that the unicel dxc 600i synchron access clinical system generated an erroneously elevated accutni (troponin) patient result within the risk stratification range of the assay for one patient sample. The results were flagged and repeat testing of the patient sample produced lower results within the normal range of the assay for the patient sample. The original results were reported out of the laboratory, but were amended with the repeat results when the issue was flagged and prior to the initiation of patient treatment based on the results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and performed minor hardware maintenance before verifying that the instrument hardware was performing within specifications. Specifically, the fse performed incubator belt alignments, cleaned the wash carousel, lubricated the wash carousel bearings, and performed alignments within the analytical module. Lastly, the fse verified hardware function by performing a passing system check and passing qc (quality controls) within customer's established limits.